Event description:
A (B)(6) male presented for a left kidney transplant. A flame was observed at tip of the bovie pen during the onset of the procedure. The bovie was not in contact with the pt at the time the flame occurred and extinguished within seconds. There was no harm to the pt.